Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during an emergent case, an impella cp was planned for use due to low blood pressure in the setting of a non-st elevation myocardial infarction. During preparation, a kink was observed in the catheter. The source of the kink was not confirmed; however, it was reported that the condition may have occurred during handling. An alternative device was considered; however, upon further clinical assessment demonstrating improved left ventricular function, the decision was made to proceed with percutaneous coronary intervention (pci) of the right coronary artery without impella support. No signs or symptoms of patient injury or patient harm were reported in association with this event.